Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a nurse that the patient's heart rate was at 46 beats per minute for several minutes. The heart rate was checked using two different methods. A device check found the implantable cardioverter defibrillator (ICD) appeared to be functioning as programmed. The device remains in use. No further patient complications have been reported as a result of this event.